Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying the riata lead that may be related to serious injury events. Specific patient information is documented as unknown. Details are listed in the article titled "case report: right ventricular perforation in a patient with recurrent right coronary artery occlusions." The article referenced a study conducted at a facility that reported results on timing of delayed perforation due to implantation of the riata lead. There were eight cases of lead perforation out of 416 riata leads implanted. Seven patients underwent successful lead revisions. One patient experienced an effusion that required pericardiocentesis after the lead was removed from the pericardium and repositioned. No further information was provided regarding the eight patients. The article then continued to report in detail regarding a case of cardiac perforation to a patient with complications of recurrent right coronary artery occlusions and three previous episodes of myocardial infarction by an active fixation lead. This case is reported in MFR number 2017865-2020-13538.